Manufacturer narrative:
Device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate & leakage. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (safety pen needle auto shield duo pen needle, difficult/unable to activate, leakage) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for difficult/unable to operate & leakage. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd autoshield¿ duo safety pen needles were difficult to operate or not working functioning and leaking during use. The following information was provided by the initial reporter: material no: 329515, batch no: unknown. Complaint 2 of 2 samples discarded; affected samples unavailable for evaluation. Description of event: nurses use this material to administer insulin. Multiple nurses have experienced the same issue with the product. A portion of the insulin is getting deposited in the ¿clear-auto shield chamber¿, and full dose cannot be administered to the patient. After administration, insulin leaks from the ¿clear-auto shield chamber¿ out from the needle. Known dates of event: (B)(6) 2020. Other ¿anecdotal events¿ with no known dates. Adverse event: none reported. There was no medical intervention, no additional measures needed regarding the inaccuracy in dosage.